Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/8/15 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a low battery warning was confirmed on 8/6/15 @ 1:20. Unexplained power on reset; continual rebooting occured 8/6/15 @ 18:06. The voltage in the black box is low. The black box shows battery voltage immediately after battery change was low. Battery cap not returned w/ pump; test cap used to perform investigation. Test cap securely attaches to pump, no damage found to the battery compartment. Investigation note: pump was run on a 24 hour basal program usinag test cap with no intermittent power/roboot occurrences. The pump electrical current draws were tested and were within specifications. The pump was opened and no damage or internal moisture was found to the power circuit. Unrelated to the complaint, the display screen is dim pink and faded.